Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center with no reported complaint. During device analysis, the service technician identified that the device displayed a b30 scope communication error message. There was no patient involvement.